Event description:
It was reported that patient experienced ineffective therapy. X-rays showed that the l2 lead had fractured. As a result, surgical intervention was undertaken wherein the l2 lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The event of fracture at l2 was reported to abbott. The l2 lead was removed due to a fracture, confirmed via x-rays. Impedance checked showed high impedance. The battery was replaced electively to prevent a future surgery. Therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.